Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that was vent inop with diagnostic code 1012 (air valve liftoff failure). No patient involvement

Manufacturer narrative:
.